Event description:
The pt reported constant back pain and a loss of therapeutic effect following a fall out of a chair. She adjusted the stimulation from 1.5 to 1.7 without return of stimulation. It was noted that the pt saw her health care provider (hcp) on (B)(6) 2011 where hcp suggested medication and adjustment of stimulation settings. The pt had her stimulation setting adjusted without success. No other pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).